Event description:
This record is un-reporting due to device not PMA approved and no longer reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d1, d2, d4, d6b, g4, h4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, diagnosed via ultrasound, magnetic resonance imaging (MRI)". This record is for the right-side. Device remains implanted.